Manufacturer narrative:
Device returned to MFR? No, device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
A patient was to undergo a corrective surgery due to a blister at the generator site following implantation. The surgeon expressed that he would also like to replace the generator at the same time, since the device was on the potentially affected devices list for the m1000 generator reset field action. There is no suspicion of device failure. The surgeon later explained that the poor healing at the generator site was due to a low-grade infection and that the re-operation was being performed to avoid further damage/injury. He stated that scarring was not excessive. The generator and lead were explanted due to inflammation observed during the corrective surgery. No additional information has been received to date.